Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged, check belt messages) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The cause of the check belt messages was the insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt was returned to the distributor and it was reported that a patient was experiencing check belt messages and that their electrode belt connector was damaged.